Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type ib at the left limb stent, and sac growth in the right common iliac artery (reported in report #: 2031527-2017-00482). Additionally there was evidence to reasonably support the following observation; endoleak type iiib at the limb portion of the main body stent, sac growth in the left common iliac artery, and endoleak type ii in the left renal artery. The most likely cause of the compromised stent graft integrity of the right distal limb portion of the main body stent was the use of strata material in combination with a calcified blood lumen. There was no procedure-related harms detected. The patient was discharged in stable condition on the second post-operative day. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
During the clinical evaluation of (B)(4) (report #: 2031527-2017-00482) for an endoleak type ib, there were also evidence to support and endoleak type iiib and sac growth in the left common ilia. An intervention was completed on (B)(6) 2017 where physician implanted a vela cuff in the aorta and extend the left limb with an ovation extension to successfully resolve the endoleaks.